Event description:
The patient called in to report getting "connect the plug to your monitor" alert constantly. This is the second time the patient called regarding this issue. The patient stated that whenever the patient moves the alert will go off. The "connect the plug to your monitor" alert indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable failed inspection. The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing (attached). Kmt engineering evaluated the returned t/c and observed that there was an intermittent short between pwr and ground at therapy plug overmold. The pwr signal wire insulation has locally worn through to expose the stranded conductor, providing an opportunity for a short. The alleged complaint is likely related to this issue.